Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). The last in office visit revealed one year battery life remained. However, it was discovered that device battery status information indicated the device reached elective replacement indicator (eri), and ninety days later, end of life (eol) was triggered. Subsequently, the ICD was successfully replaced with a different device. No additional adverse patient effects were reported. The device has not been returned. If the product is returned, analysis will be conducted and this report will be updated with pertinent information, upon completion of analysis.